Event description:
It was reported that the atrial lead encountered a spike in high rates along with possible noise and fracture of the lead. There were no actions taken and the atrial lead will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 4024-58 lead, implanted: (B)(6) 1993. (B)(4).